Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level at the time of incident and current was 454 mg/dl. Customer treated with bolus from the pump. Customer does not allege pump was under delivering. Drive support cap appears normal. Air bubbles was not found. Customer reports insulin exited at the quick release. Customer declined to check their settings the insulin pump will not be returned for analysis.